Event description:
A vascular line was found to be split at the arterial limb putting the pt at risk of infection and air embolism. As yet no incident of infection and air embolism to pt, line was changed following the incident.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.